Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 678815) for female sterilisation. The patient had a medical history of abdominal tenderness, urinary incontinence, diarrhea, abdominal pain, paratubal cyst, vaginal bleeding, menorrhagia, dysfunctional uterine bleeding, diabetes, tonsillectomy, infection, ovarian cancer, left lower quadrant pain, ovarian cyst, uterine fibroids and endometrial polyp. The patient had a family history of renal failure and breast cancer. On (B)(6) 2010, the patient had essure inserted. On 03-feb-2017, 2585 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: deployed with (r) 8 and (l) 5 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: impression: 1. Large abdominal and pelvic ascites which is slightly hyperdense and may represent malignant ascites. Infiltration of the omental fat by soft tissue nodules highly suspicious for peritoneal metastasis. 2. Mild mucosal thickening of the small and large bowel which may be reactive changes. [Hysterosalpingogram] (date unknown): bilateral essure devices are in satisfactory position with their proximal ends at the origin of the fallopian tubes. There is no filling or spill from either fallopian tube bilaterally. [Pathology test] on (B)(6) 2017: gross description: the left fallopian tube measures 9.4 cm in length x 0.5 cm in diameter. A metal coil is present within the cornu of the uterus and adjacent fallopian tube. The right fallopian tube measures 8.4 cm in length x 0.5 cm in diameter. A metal coil is not identified [ultrasound scan vagina] on (B)(6) 2012: impression: myometrial cyst and uterine fibroid(s) as noted above. Cervical nabothian cyst. Right simple ovarian cyst. Right ovarian corpus luteum. Complex left ovarian cyst with an irregular intramural nodule with blood flow noted within it. Bilateral essure's are noted in place. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 678815) for female sterilisation. The patient had a medical history of abdominal tenderness, urinary incontinence, diarrhea, abdominal pain, paratubal cyst, vaginal bleeding, menorrhagia, dysfunctional uterine bleeding, diabetes, tonsillectomy, infection, ovarian cancer, left lower quadrant pain, ovarian cyst, uterine fibroids and endometrial polyp. The patient had a family history of renal failure and breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2585 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lysis of intraperitoneal adhesions). The reporter considered medical device removal to be related to essure administration. The reporter commented: deployed with (r) 8 and (l) 5 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy peritoneum] on (B)(6) 2017: unknown and unknown. [Biopsy peritoneum] on (B)(6) 2017: unknown and unknown. [Computerised tomogram abdomen] on (B)(6) 2021: impression: large abdominal and pelvic ascites which is slightly hyperdense and may represent malignant ascites. Infiltration of the omental fat by soft tissue nodules highly suspicious for peritoneal metastasis. Mild mucosal thickening of the small and large bowel which may be reactive changes. [Hysterosalpingogram] (date unknown): bilateral essure devices are in satisfactory position with their proximal ends at the origin of the fallopian tubes. There is no filling or spill from either fallopian tube bilaterally. [Pathology test] on (B)(6) 2017: gross description: the left fallopian tube measures 9.4 cm in length x 0.5 cm in diameter. A metal coil is present within the cornu of the uterus and adjacent fallopian tube. The right fallopian tube measures 8.4 cm in length x 0.5 cm in diameter. A metal coil is not identified. [Ultrasound scan vagina] on (B)(6) 2012: impression: myometrial cyst and uterine fibroid(s) as noted above. Cervical nabothian cyst. Right simple ovarian cyst. Right ovarian corpus luteum. Complex left ovarian cyst with an irregular intramural nodule with blood flow noted within it. Bilateral essure's are noted in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.